Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6) 2015 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was identified and dissected free. A bard flat mesh (device #1) was placed and sutured. ¿(B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with excision of bard flat mesh (device #1) and implant of ventralight st using echo ps (device #2). Per operative notes, ¿the adhesions of momentum were taken down. The old mesh (device #1) was identified and removed completely. The hernia defect was identified and reduced. A ventralight st using echo ps (device #2) was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2014) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st with echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6) 2015 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.